Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump had alarmed no delivery in the morning. Customer stated the infusion set had to be changed the night prior but his spouse changed it in the morning. Customer stated the device had alarmed low reservoir previously. Blood glucose was 142 mg/dl. Troubleshooting was performed and it was determined there was a possible site related issued due to a bent cannula or site/set occlusion. Fixed prime was performed and insulin did exit. Customer was unable to remove the site. Customer's nurse got on the line and stated blood glucose had gone up to 280 mg/dl. Customer currently did not have the packaging of the infusion set. Nurse stated she will call spouse to ensure she brings anther infusion set. No further information reported.